Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found medical adhesive on the septum, setscrew and the connector block. Medical adhesive inside the setscrew inset prevented the setscrew from being tightened.

Event description:
It was reported that during the implant procedure, the pulse generator's ventricular setscrew could not be tightened. The device was not implanted.